Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for less than 48 hours. The blood glucose level was reported 120 - 160 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.